Manufacturer narrative:
The reported complaint was confirmed. The customer does not want the batteries replaced at this time. The customer is aware of proper battery maintenance but chooses not to follow it at this time, so no customer letter required. No additional action will be taken at this time.

Event description:
It was reported by the field svc rep (fsr) that during the notice of field correction (nfc) of the device, the sys-1 stayed on battery for approximately one minute. The power light emitting diode (led) on the front panel of the system was red. There was no pt involvement.

Manufacturer narrative:
The perfusionist (ccp) informed the fsr that the sys-1 has been plugged in but has not been turned on for over a year. The sys-1 was in storage because the hosp does not have a heart program and the sys-1 has not been used in over six years. The fsr will leave the sys-1 charging overnight to see if the batteries will charge. The batteries were last replaced october 2012 as part of an nfc. The fsr returned the following day and found the batteries were charged to 18.000 amp hours (ah). The nfc was completed successfully and the sys-1 passed tests per the nfc. The unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.